Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. Lens was removed due to torn haptic. No enlarged incision and no suture needed. Lens was removed with no patient injury. Backup lens was implanted. Reporter stated cause of incident was due to loading error.

Manufacturer narrative:
(B)(4).